Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specification.

Event description:
The customer stated she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 303 mg/dl at the time of the report. Troubleshooting was performed, and the customer stated that the basal rates were lower than she expected them to be. The customer stated that she thought she raised the basal rates prior to the event. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.